Event description:
It was reported that during central processing, the cadiere forceps had a broken tip. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps (cf) involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.65" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling or misuse.